Event description:
The customer alleged that the ventilator malfunctioned while in use on a patient. The alarms functioned and teh ventilator was changed out. There was no death or serious injury as a result of this incident. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse did find a kb0039 error code in memory. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred.